Manufacturer narrative:
(B) (4). Evaluation summary: no x-rays or photos were received. It is unknown whether proper surgical technique was followed during the (B) (6) 2010 surgery. Surgical notes from either surgery were not provided. Instrumentation used and exact mating components such as acetabular shell, femoral head, and femoral stem are unknown. Patient factors such as bone quality, activity level, and compliance with rehabilitation protocol were not reported. Based on the available information and observations, it is possible that one or a combination of the following events contributed to the dislocation of the femoral head from the liner. Incorrect positioning of the shell upon implantation, potentially causing impingement between the stem and liner, which could have caused the femoral head to dislocate. Muscle and fibrous tissue laxity around the hip could potentially lead to insufficient functional support to the joint. Patient factors such as patient behavior, activity level or compliance with rehabilitation protocol. However, the exact cause of this situation cannot be determined with certainty at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the surgeon performed a revision on a total hip because of dislocation.